Event description:
"Catheter rupture + intraperitoneal migration" additional information received: the catheter broke and went into the intraperitoneal zone. A laroscopy was necessary to take it and plug it in again.